Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the hardware failures including biometric identifier. A technical support specialist (tss) all in one es server snapshot reversion, performed disaster recovery on station and issue resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.